Manufacturer narrative:
Internal file number - (B)(4). Event (continued): this resulted in significant bleeding in the left groin. I immediately did a cutdown. I controlled the blood vessel with my fingers. I was able to reengage a wire and then a stiff wire over a glide catheter into the abdominal aorta and thoracic aorta. I then placed a 6 team french sheath to obtain vascular control. I then was able to cut down overlying the sheath and identifying the artery proximally and distally and controlled this with clamps. There were several branches which were controlled with vesseloops. I then proceeded to perform the rest of the procedure." No additional information was provided. Evaluation summary: the device was returned for analysis. The reported guide detachment was confirmed. The difficulty/failure to deploy was confirmed as a bilateral cuff miss was observed. The patient effect of hemorrhage is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
Subsequent to the initial medwatch report filed, medsun mandatory and voluntary report # (B)(4) received stating: "during endovascular repair of abdominal aortic aneurysm, the perclose proglide broke, with a piece separating. The piece was retrieved. Please see notes below from the operative report: the patient was taken to the operating room and ultrasound was used bilaterally to demonstrate patency of the common femoral arteries. Arteries were noted to be quite large with some mild anterior calcification on the wall. One puncture access with a micropuncture needle and micropuncture wire and sheath were placed in the right common femoral artery. I dilated up to a 6 french sheath. I then placed two perclose devices and a suture mediated pre-close technique. I then turned my attention to the left side and did one puncture ultrasound-guided micropuncture access. Micropuncture wire was placed. 6 french sheath was then placed quite easily. One perclose device was placed, but did not deploy well, so was removed. When we went to remove it, and this went in smoothly and came out smoothly, there was a component separation of the black piece with a metal piece. This was a clean separation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). [(B)(4)].

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the proglide did not deploy well. The proglide was removed without issue; however, the device was found separated between the guide tube and guide, excessive bleeding was noticed. A cut down was performed with manual pressure. Reintroduction of the 6f sheath and clamps used to control bleeding. The sheath was upsized to 20f and the aaa procedure was completed. Hemostasis was achieved with surgical suturing. Marcaine administered. No additional information was provided. User facility medwatch ((B)(4)) received: product problem.